Manufacturer narrative:
(B)(4). Reporter's last name not provided/unknown. Additional 510k number: k101880.

Event description:
It was reported that the mount screw fractured upon placement. The mount screw is bundled with the implant (B)(4). Another implant was placed and the patient will be returning for stage 2. Tooth location 19.

Manufacturer narrative:
One imp,tsv,mcol mg,4.7mm,13mm mount + screw (tsvmwb13) mount was returned for investigation. A visual inspection of the as returned product identified that the mount hex is confirmed to be fractured off, and the mount screw is fractured at the head. The threads are badly damaged. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The complaint was confirmed. No root cause can be determined. The following sections have been updated: date of this report, device expiration, UDI#: (B)(4), date received by manufacturer, checked "follow-up", checked follow-up type, changed "no" to "yes", date of manufacture, entered evaluation codes and added manufacturer narrative.

Event description:
No further event information available at the time of this report.